Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, a system error 345 alarm occurred which were verified through a review of the event history log but not reproduced during evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation ran a 15 minutes infusion test at rate 400ml/ hour and observed the upstream thermistor reading to remain above the downstream thermistor reading by approximately 4 degrees. The cause of the condition was determined to be a failed ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during testing at the biomed service department. There was no patient involvement. No additional information is available.